Event description:
It was reported that there were concerns about loss of capture on the left ventricular (lv) lead. Technical services were consulted and intermittent loss of capture was confirmed. Further evaluation was recommended. At this time, the lv remains in service and no adverse patient effects were reported.